Event description:
It was reported that the surgery was cancelled and postponed after the patient had already been given anesthesia because the camera would not move.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.